Manufacturer narrative:
(B)(4). The customer reported that the screen on the device was blank. The device was evaluated at philips. The symptom was verified. The issue was localized to the control pca.

Event description:
The customer reported that the screen on the device was blank.